Manufacturer narrative:
Submit date: 10-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit had no audio. Unit was repaired, tested and recertified. The unit passed all tests. The unit is back to normal operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit is inoperable. Upon triage on (B)(6) 2017, the service tech found the unit has no audible alarm.